Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate shock therapy. Surgical intervention was undertaken. The device and electrode were explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported. The product is in hospital possession at this time. If the product is returned, analysis will be performed and this report would be updated at that time.